Event description:
Follow up revealed that the patient underwent surgical intervention to have their scs system explanted.

Manufacturer narrative:
Unable to analyze the report of ineffective stimulation due to incomplete lead returned. Per the event details the impedance was ok on the lead prior to explant. Only a portion of the lead body (41.7cm) and a detached terminal end segment was returned.

Event description:
Related manufacturer reference number: 1627487-2019-10777.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be pending to address the issue.